Event description:
It was reported that the representative requested a review of the presenting electrogram (egm) for the patient with this right ventricular (rv) lead. Technical services (ts) noted that the presenting egm appeared to have loss of capture (loc) with a ventricular escape in the 40s. There was no evidence of pause in pacing. Ts was consulted and recommended further in clinic review. Upon further review it was determined that this lead had perforated. Subsequently this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the representative requested a review of the presenting electrogram (egm) for the patient with this right ventricular (rv) lead. Technical services (ts) noted that the presenting egm appeared to have loss of capture (loc) with a ventricular escape in the 40s. There was no evidence of pause in pacing. Ts was consulted and recommended further in clinic review. Upon further review it was determined that this lead had perforated as confirmed through x-ray and echography. Subsequently this lead was explanted and successfully replaced. No additional adverse patient effects were reported.